Event description:
It was reported that the right ventricular lead had low impedance, low sensing values and triggered a patient alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The middle insulation was breached and had metal induced oxidation (mio) and cosmetic mio. Several conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic mio and cosmetic depression.